Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30mg/dl. Low bg cause was not known. Customer had assistance from paramedics who provided glucose to address bg. A pump log review was performed, and the pump is functioning as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.